Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 50 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Reportedly, customer was weak and sweating. Customer consumed carbohydrates to address bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.